Event description:
It was reported that during an implant attempt the device did not discharge during defibrillation testing. Low impedance values were also reported.. The device was not implanted and was returned for analysis. It subsequently tested out of specification during mfgr's analysis.